Event description:
Reoccurring cysts, loss of ovary, constant headaches, muscle aches, cramps, thousands of dollars in medical bills, constant infections, bloating, loss of fallopian tube, dizziness, nausea, light-headed, all these started after having the coils placed. These were never issues before then.